Event description:
It was reported that during a laparoscopic sigma procedure, the device did not fire at all. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Damaged firing trigger teeth, damaged yoke teeth. The analysis results found that the ets45 device was received with the clamping and firing mechanism damaged. A 6r45b cartridge was loaded in the device and was unfired. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the yoke teeth and firing trigger teeth were found broken. While no conclusion could be reached on what caused the firing and clamping mechanisms to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4).the batch record was reviewed and no anomalies were noted during the manufacturing process.